Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. An investigation will not be performed as the devices were impacted by a facility water leak that resulted in significant flooding. Due to safety concerns, the devices were scrapped. Refer to ncr.

Event description:
It was reported on 03/14/2023 by a sales representative via sems that an ar-9800 console connection port is burnt. Case involvement, no patient effect.